Event description:
The ventilator was running on internal battery for approx 2 hrs and "low battery alarm" was sounded one with three chirps followed by "battery empty alarm". After few seconds, the ventilator shut down. Please note that there was no death or no severe injury involved in the incident.